Manufacturer narrative:
Product analysis as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within its protective tray. Visual inspection/damage location details: upon visual examination, no issues were found with the echelon-10 hub or with the echelon-10 catheter body. The distal marker band and distal tip were found to be separated and not returned. The tubing material of the catheter separated end exhibited stretching with jagged edges. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~156.9cm. The echelon-10 useable length was measured to be ~149.2cm. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿prod damaged/deformed out of pkg¿ was confirmed; however, the broken end of the catheter exhibited plastic deformation (stretching and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. Potential sources of this issue are either improper product packaging, during manufacturing or improper removal of the product from packaging by the end user. However, the cause for the damage could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed as the distal tip was found to be separated. Potential sources of this issue are either improper product packaging, during manufacturing or improper removal of the product from packaging by the end user. However, the cause for the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no preparation was performed prior to the damage being seen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had an intracranial aneurysm. The surgeon planned to use the echelon10 microcatheter for filling the coil. After unpacking and preparing to shape it, an abnormality was found at the tip: the marker point was broken and the tip was rough. The surgeon replaced the microcatheter and completed the surgery. The surgeon said that the quality of the product was in doubt and no charge was charged. The break was found out of package/during preparation. The package was not damaged. The package did not show evidence of tampering. The broken location was at the distal end. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for aneurysm embolization. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral artery with a 10mm diameter.